Event description:
Additional information received that the lv lead was extracted via laser.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. Lv lead was programmed off and was turned back on to check measurements but got no reading for both impedance and sensing commanded measurements. Boston scientific technical services (ts) discussed testing different configurations. Further, lead fracture was indicated which was confirmed through x-ray. The lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.